Event description:
It was observed during the device inspection, that the colonovideoscope exhibited nozzle has foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. According to the customer, reprocessing was confirmed to be practiced in accordance with instructions for use. Based on the obtained information, the potential for the use of simethicone at the subject facility has been identified, but the causal relationship between the subject event and the foreign material is unknown. Based on the results of the investigation, the root cause of the foreign material remaining is unable to be determined. The event can be prevented by following the instructions for use (IFU): instructions for gif/cf/pcf-290 series, operation manual, chapter 3 "preparation and inspection" describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 "reprocessing of the endoscope (and related reprocessing accessories)" describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.